Event description:
Patient no.(B)(6) index surgery took place on (B)(6) 2021. On (B)(6) 2022, a foreign distributor reported to apifix that a doctor acknowledged a screw breakage in a (B)(6) 2022 x-ray of patient (B)(6).

Manufacturer narrative:
Production process analysis: a review of the DHR demonstrated that the mid-c system was manufactured, tested, and released according to specification. User (surgeon and patient) information analysis: patient no. (B)(6) index surgery took place on (B)(6) 2021. On (B)(6) 2022, a foreign distributor reported to apifix that a doctor acknowledged a screw breakage in a (B)(6) x-ray of the patient. On (B)(6) 2022 apifix was notified that the clinic decided to take the implant out of the patient. Since the time of the last xray, new xrays identified that the implant broke (with no reported patient implications). The doctor was able to make only 2 incisions and pull the 2 (implant) pieces out separately. Upper incision was performed to remove the two top screws and upper mid-c implant. Lower incision was performed to remove the lower part of the implant plus the broken screw (the remaining part of the screw was left in the vertebra). It had been further reported that the overall result was nice - the patient's scoliosis was reportedly gone. Risk assessment: reoperation events are a known risk that was assessed and recorded by the product risk management file. The risk of screw breakage has been assessed and found to be acceptable the current screw breakage rate due to any reason is in line with the rate reported in the literature for this type of complication as described in the company's cer (clinical evaluation report). The risk has been quantified, characterized, and documented as acceptable within a full risk assessment. Apifix is closing this complaint, but will continue to monitor this 'failure mode'; complaint trending will continue to monitor per post marketing surveillance procedure (dms-906). If any further relevant information is identified, the complaint file will be reopened and a supplemental medwatch will be filed.